Manufacturer narrative:
A (B)(6) service representative performed a checkout of the system and confirmed the reported issue. The cart was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported that a caster had broken off of the cart. There was no report of patient involvement.